Event description:
It was reported by a customer that they were splashed with unactivated cidex solutin in their eye. The eye splash occurred while the employee was opening a new bottle of cidex activated solution. Asp reviewed with the employee the first aid measures of the msds and encouraged them to flush their eye out for 15 minutes and follow facility recommendation for medical attention. The employee went to the emergency department per the facility regulations. The eye was washed out with antibiotic and an anesthetic was instilled into the eye. The employee reports after treatment in the emergency department their eye felt like there was something in it. The employee denies redness, swelling or change in vision, with the symptoms lasting one day. The employee wears goggles when reprocessing devices, however, it was noted they were not wearing goggles when opening and mixing solution. It was noted that the emergency department informed the employee that "since the solution was not activated it is not as serious."